Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported after their cardioversion the tremors in both of their hands got worse. The consumer went in for an adjustment following this, but even after the adjustment results had not changed to get better.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting that they are going to see their neurologist next month for an adjustment because both of their hands feel shakier than ever. They stated the tremors were worse during the call on nov-15. They are also going to see their electrophysiologist next month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient had a return of symptoms after cardioversion. Patient said a few days after cardioversion on aug-25 the y noticed tremors were worse. Patient had the ability to adjust settings but adjusting settings didn't help with tremors. Patient (pt) said initially that the healthcare provider (hcp) told pt their device could either help with speech or tremor and pt chose tremor. Patient said device was for tremor in both hands and said tremor in right hand was tolerable (still shaky) and tremor in left hand wasn't bad at all after getting dbs device put in. Patient said after cardioversion the tremor in the left hand had become worse. Patient said now they have to use both hands to do things-write, eat, ect- with where as before cardioversion patient only had to use one hand (usually using the left hand because it was better than the right hand). Patient said hcp and a mdt representative (names asked/unknown) had said it was okay for patient to get cardioversion, patient said implant was turned off prior to cardioversion and hcp had told patient they didn't give them a full cardioversion but gave them a cardioversion using half the electricity. Patient said cardioversion worked to bring their heart back in rhythm (patient has a-fibrilation) but as the weeks and months went by even though heart was still in rhythm their breathing wasn't as good as it should be. Patient gets worn out by taking walks because of having a-fib. During the call my dbs therapy app connected with implant, battery was ok and said "more than 4 years left", therapy was on.